Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated and a visual inspection was performed. The biopsy channel of the video scope was inspected with an olympus borescope that was inserted through the distal end side of the channel. Near entry of the biopsy channel at the distal end side, discovered significant scratches and tears were found. In addition, there were stains/foreign material inside of the channel. However, the external surface of the video scope had no signs of stains or foreign material present. The bending section cover glue at the distal end side was lifted around the edges however, no foreign debris was embedded between the opening. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of scope testing positive for microbial contamination. However, it was noted that the customer had not followed instructions when reprocessing the device. The instructions for use (IFU) warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Did not test leakage tester cord prior to connecting to endoscope. 5.4 leakage testing of the endoscope. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Did not angulate the scope while in the water during the leak test. Detailed leakage test steps are stated in 5.4 leakage testing of the endoscope. With the leakage tester attached, immerse the endoscope in the water and observe for approximately 30 seconds while deflecting the bending section of the endoscope by turning the endoscope¿s up/down and right/left angulation control knobs. Confirm that there is no location on the endoscope from which a continuous series of air bubbles emerges. Did not use suction cleaning adapter at manual cleaning. 5.2 preparing the equipment for reprocessing states regarding suction cleaning adapter (mh-856). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on (B)(6) 2022, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that the customer did not leak test the leak tester cord prior to connecting to endoscope. Also, the customer did not angulate the scope while in the water during the leak testing. The customer does not use olympus cleaning brushes but uses 3rd party company cleaning brushes. During the suctioning step during manual cleaning after brushing, the customer did not use the suction cleaning adapter, but used the channel plug and attached suction tubing to the scope. The olympus ess informed the customer on how to properly pre-clean the scopes according to the ifus and informed the customer on how to leak test the scopes according to the ifus. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the olympus ifus. The device has been returned but the evaluation is not yet begun. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope, tested positive for an unexpected contamination. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. It was reported that there was no procedure involved. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.